Event description:
The customer was hospitalized for dka. It was indicated that the customer was vomiting two days before their admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.